Event description:
It was reported that this pacemaker exhibited low amplitudes, intermittent high capture thresholds, and increasing pacing impedance on the right atrial (ra) channel. The impedance remains in range. Technical services (ts) reviewed the reports and noted that there is undersensing and possible loss of capture (loc) on the ra channel. Ts also noted that there were intermittently high capture thresholds. Ts recommended troubleshooting actions and a resolution recommendation. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited low amplitudes, intermittent high capture thresholds, and increasing pacing impedance on the right atrial (ra) channel. The impedance remains in range. Technical services (ts) reviewed the reports and noted that there is undersensing and possible loss of capture (loc) on the ra channel. Ts also noted that there were intermittently high capture thresholds. Ts recommended troubleshooting actions and a resolution recommendation. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced due to a therapy upgrade. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.